Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had several surgeries with her devices, as they¿ve moved them all around. No specifics were provided, including timeframe or serial numbers.

Manufacturer narrative:
(B)(4).